Event description:
Report received from affiliate indicating that users experienced 'allergies of any skin, irritation of the eyes, mucous membranes, nose and throat and allergies', when working with cidex opa. There is no specific indication of how many users.